Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device has not been returned to date.

Event description:
As reported (B)(6) 2016, a (B)(6), female patient presented for an endovenous laser procedure. During the procedure, when the treating physician withdrew the fiber, it was noted the tip fiber had fractured off inside of the patient. The fractured piece was successfully removed. The device was set aside and a new of the same device was used to complete the procedure. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was one used nevertouch direct fiber. A visual review of the fiber noted a break in the fiber shaft proximal of the luer fitting. The shaft of the fiber at the site of the fractures appears melted. The od of the fiber was measured at the site of the fracture. The od is 0.0990" which is within specification per the manufacturing drawing. The reported complaint description of the fiber fracturing is confirmed. An evaluation of the returned sample shows the shaft of the fiber melted at the fracture site; this is indicative of the glass fiber core fracturing, which allows the laser energy to be diverted at this break location. The energy then melts the fiber resulting in the shaft detaching. A lot history records search for the reported nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." Although it cannot be definitively determined, the fracture of the fiber does not appear to be manufacturing or design related. Handling damage is a potential root cause for this event. Adequate process controls are in place to address this failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).